Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The device investigation was completed on (B)(4) 2015. Investigation results/findings: the ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of a failed no (nitric oxide) sensor alarm which immediately followed a failed low no cell calibration with high point counts of 1068 and low points counts of 1605. The service log also revealed a delivery failure (df) alarm with monitored no> absolute max of 100 parts per million (ppm). Actual value: 101. Elevated low point counts during the calibration were consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc investigation also experienced the reported complaint of a failed no sensor alarm at boot up, performed low and high calibrations to clear the alarm and replaced the no cell. A full functional test was performed and the device operating according to specifications so it was returned to the devices service pool. The root cause for this incident is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: this initial device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue. On (B)(6) 2014, the rt reported a failed no (nitric oxide) sensor on inomax dsir# (B)(4). The disposables were replaced, low calibration and no high calibration were performed but the failure remained. Inomax dsir# (B)(4) was removed from service and continued in additional info section returned to ikaria for service investigation. Investigational results were received on (B)(4) 2015. Case comment: (B)(6) 2015: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).